Manufacturer narrative:
The account found that the left coiled cable was cut and bare metal wires are showing. The account replaced the cable to repair the bed.

Event description:
The account stated the bed is showing err-8. He has replaced the power supply and the batteries but the issue remains.